Event description:
A customer reported experiencing a cartridge change error with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through several troubleshooting steps, including inspecting and cleaning the pump, and filling a new cartridge. Despite efforts, the error persisted, leading to the decision to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and agreed to return the faulty pump using a pre-paid label after putting it into storage mode.